Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the motor did not run smoothly and that the cable was cracked, was confirmed. It was found that the motor did not run as it was corroded. Further, the resistance values of the keypad of the hand control set was out of range and the cable was found to be damaged. The hand piece was found to shut off the pump during operation. The motor, motor cable and the hand control set were replaced and the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. Also user mishandling is the most probable root cause of the physical damage to the motor cable. The defective components would have caused the device to shut the pump off during operation. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopy procedure on (B)(6) 2021, it was observed that the motor was not running smoothly and the cable was cracked on the handpiece device. During in-house engineering evaluation, it was determined that the motor did not run as it was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.